Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 25mmx3mm, concentric and the de novo target lesion was located in the non-tortuous and non-calcified proximal to mid left anterior descending artery extending to the ostial left circumflex artery to the first obtuse marginal branch. After a non-bsc guide catheter and guidewire were advanced to the lesion, predilation was performed with a 3x20mm maverick balloon catheter, leaving 50% residual stenosis in the lesion. A 3.00x24mm promus element ¿ drug-eluting stent was advanced; however, the stent broke over the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was returned for analysis detached from the sds. Stent struts were bunched and severely damaged on one edge of the stent and the rest of the stent received minor damages. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile for the returned complaint device measurement at the time of manufacture was within the specification. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. Crimp stent markings were noted to be present on balloon body indicating that the stent was firmly crimped on the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 25mmx3mm, concentric and the de novo target lesion was located in the non-tortuous and non-calcified proximal to mid left anterior descending artery extending to the ostial left circumflex artery to the first obtuse marginal branch. After a non-bsc guide catheter and guidewire were advanced to the lesion, predilation was performed with a 3x20mm maverick balloon catheter, leaving 50% residual stenosis in the lesion. A 3.00x24mm promus element drug-eluting stent was advanced; however, the stent broke over the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.